Event description:
The vanishpoint blood collection set, 21 ga x 3/4" x 12" ref# 24331 the housing can come apart easily if dropped or with the simple use of a fingernail to separate. It is not sealed. Additionally, the button that must be depressed in order to retract the sharp is extremely difficult to depress and requires maneuvering in order to achieve. The clinicians have reported that the item has also had backflow of blood into the area where there is potential to separate along with the sharp becoming a projectile upon depressing the retraction lever.